Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Atrial fibrillation with rapid ventricular response at 215bpm contributed to the false detection. The patient was reportedly conscious and in the hospital at the time of the event. The response buttons were not pressed during the event. The patient was admitted to the hospital following the event and continued tot wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patients 's downloaded data file. Review of the data does not indicate any device malfunction related tot he defibrillation event. Device manufacture date: monitor, (B)(4). Electrode belt, (B)(4): 08/2014. Additional inappropriate defibrillation narrative: in appropriate defibrillations are anticipated risk associated with the use of lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.acessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf